Manufacturer narrative:
The device was received and evaluated. The soft-cannula was observed to be bent. The timing and cause of this damage is unknown. Fluid was still able to flow through normally. A leak test was performed, and no leakages were observed along the entire fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 27 mmol/l (486 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 25 and 36 hours. As treatment, a new pod was applied.